Manufacturer narrative:
The reported complaint that the autopulse platform (s/n (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during functional testing and based on the review of the archive data. The root cause of the ua07 advisory message was the defective load cell module 1. The cracked front enclosure and the defective load cell were likely attributed to mishandling such as a drop. Visual inspection of the returned autopulse platform revealed a cracked front enclosure, unrelated to the reported complaint. The observed physical damage could be the characteristic of harsh impacts due to user mishandling. The damaged front enclosure was replaced to address the observed issue. Review of the archive data showed multiple ua07 advisory messages; thus, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform; thus, confirming the reported complaint. A load cell characterization test was performed and verified that load cell module 1 was defective, exceeded normal parameters, and it was replaced to remedy the fault. Following service, a load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, customer reported the autopulse platform (serial #(B)(4) displayed a user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) error message upon powering on. Error message could not be cleared by the customer. No patient involvement.